Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella rp device for mechanical circulatory support. During insertion, the physician was unable to place the rp into the appropriate position. The pump would not fully advance due to native anatomy. Additional information was provided that noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, information provided was sufficient to determine a root cause. The root cause of the delivery issues was patient condition related. As noted in the impella IFU: impella rp with smart assist system. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ this report is being filed as part of a retrospective review of historical records.